Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us tear drop label was loose and exposed the needle. This was discovered before use. The following information was provided by the initial reporter: material no.: 320550 batch no.: 9162545. It was reported in a phone call that the green piece kept falling off which the customer said was dangerous as it exposed the needle. Verbatim: it was reported in a phone call that the green piece kept falling off which the customer said was dangerous as it exposed the needle. Added on 03/04/2020 update called this consumer back - claims spoke with someone who is sending a mailing kit and replacement. Consumer reported the inner needle shield fell off when removed the outer cover from the pen needle, making it a hazard to her. She was not stuck with the needle. Claims just purchased several boxes of this item number. Just tried this one box..

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us tear drop label was loose and exposed the needle. This was discovered before use. The following information was provided by the initial reporter: material no.: 320550 batch no.: 9162545 it was reported in a phone call that the green piece kept falling off which the customer said was dangerous as it exposed the needle. Verbatim: it was reported in a phone call that the green piece kept falling off which the customer said was dangerous as it exposed the needle. Added on 03/04/2020 update called this consumer back - claims spoke with someone who is sending a mailing kit and replacement. Consumer reported the inner needle shield fell off when removed the outer cover from the pen needle, making it a hazard to her. She was not stuck with the needle. Claims just purchased several boxes of this item number. Just tried this one box.